Manufacturer narrative:
(B)(4). Date sent: 11/2/2020. D4: batch # r5ad1a. Investigation summary the analysis found that one pce45a device was returned with no apparent damage and with one ecr45d reload present. The reload was received unfired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent: 10/5/2020 four photos received. Upon visual inspection of an email with four photos, the following was observed: the photos show tissue handling by surgical instrument and some staples can be seen in b-formed shape. Slight bleeding could be observed. However, no malformed staples were noted. Based on the photo the event describe of hemostasis controllable is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Was buttressing material used? What anatomical location was each device used on and color cartridge for each? Can more detail be provided on malformed staples? How was this addressed intraoperatively? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon use one continuous firing stroke or pulse fire? Please confirm the product codes used. For the pve35a, was the vessel fully skeletonized prior to firing? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? What were the post-operative complications and how were they addressed? Was a blood transfusion required? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the complaints are for malformed staple lines, which caused bleeding, delay the surgery and still put the result of the surgery and the patient at risk. We had 2 complaints last week with the vascular stapler (in both cases) and a green reload (with our technical assistant in the room following the surgery) and today ((B)(6)), also with our technical assistant in the room, we had several complaints in the same surgery. We had problems with the green and golden reloads and the vascular stapler. In all cases the staple line was malformed. There was a quality deviation and in all mechanical suture lines, leaving the staples "braided" (on staple on top of another) and with exposed ends and irregular line, which can cause lesions in "noble" vessels, already in vascular stapling it was necessary to make the ligation by clips due to the inefficiency of the clip. The problem occurred in the first shot and it was cleared before the subsequent ones. The use of consigned reloads for the other shots and according to the her the problem was alleviated. The patient was in the ICU under observation to verify the outcome. According to the doctor, the surgery lasted 50 minutes longer than expected because they had to collect all the clips that were loose on top of the artery and during that period the patient had a series of pressure spikes and was very unstable. He cannot say what complications can bring. The surgeon, in addition to being an extremely skilled and experienced surgeon, has a completely experienced team, knowing all our products deeply.